Manufacturer narrative:
From 09/12/2016 - the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned data have been analyzed. The analysis revealed the presence of undersensing in the rv and ff channels as well as noise in the rv channel. The presence of noise led to a vf detection on the (B)(6) 2016 with a resulting shock delivery, which was documented with a shock impedance of < 25 ohms in the shock holter. Furthermore, the shock holter documented that subsequent charging cycles have been aborted due to an exceedance of the maximum charge time threshold of 20 seconds. The device status eri resulted from that exceedance of the maximum charge time threshold. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data confirmed the clinical observation, which most likely resulted from the shock delivery with a shock impedance < 25 ohms. Based on the information available for analysis the root cause of this low impedance cannot be determined, however, the integrity of the lead cannot be assured.

Event description:
Device was found to be at eri by device nurse. Device nurse was walked through performing a ram dump and then a cu reset. After reset device was no longer in eri mode and appeared to be functioning normally. Patient had unspecified procedure prior to eri event that may be related to incorrect eri event. (B)(6) 2016 - upon receipt of follow-up from (B)(6) 2016, battery shows error code and eri status. (B)(6) 2016 - call received from device pa with same complaint of eri status due to prolonged charge time on capacitor reform and device eri status. Patient will be brought in for a follow-up in the near future. Due to the reoccurring issue, this device will be reported. (B)(6) 2016 - representative called stating device was found in eri. Rep performed a cu reset and device returned to normal mode with 33% battery remaining. Representative performed a manual capacitor reform and device tripped to eri status with prolonged (>20sec) charge time. Patient denies knowledge of events, procedures that could have produced excessive emi and damaged device. Doctor was notified of device status.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 49 charging cycles was documented. The returned data and the device memory content have been analyzed. The analysis revealed the presence of undersensing in the rv and ff channels as well as noise in the rv channel. The presence of noise led to a vf detection on the 6 of (B)(6) 2016 with a resulting shock delivery, which was documented with a shock impedance of < 25 ohms in the shock holter. Furthermore, the shock holter documented that subsequent charging cycles have been aborted due to an exceedance of the maximum charge time threshold of 20 seconds. The device status eri resulted from that exceedance of the maximum charge time threshold. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not reached, in agreement with the inspection of the devices memory content. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, it was revealed that two output stages of a high voltage circuit had been damaged. The damage symptoms clearly indicate a shock delivery into an external short circuit. This is confirmed by the shock holter data; on the 6th of july 2016 the delivered shock had a documented impedance of < 25 ohms. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages, which might had led to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
The manufacture date and conclusion code were provided.